Manufacturer narrative:
No complaint was received with the return of the device. As received, only the connector portion of the lead was returned in one piece measuring 33.1 cm. A failure event was observed during analysis. Final analysis found an external insulation abrasion at 24.2 to 24.5 cm from the connector pin, breaching the optim sheath. The abrasion is consistent with lead-to-can friction.

Event description:
This report is to advise of an event observed during analysis.